Manufacturer narrative:
As reported the optifix straight fixation device failed to fire. Evaluation of the sample finds for bent guide wire and backup tabs. The components are found to be bent from applied forces while in use. The barrel insert detached because of the bent guide wire pushing against the barrel insert during actuation while in use forcing it free from the cannula crimps from the firing force. No manufacturing anomies were found. A review of the manufacturing records was performed and found the lot was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of IFU states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue" note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, an inguinal hernia procedure was performed on (B)(6) 2025. During this procedure, the optifix straight fixation device failed to fire. It was reported that the device got stuck when firing. When the device was checked with dry firing, it was found to be still jammed. The procedure was completed using a spare sorbafix fixation device. There was no patient injury.